Event description:
According to the reporter: part of the instrument bent during firing. The stapler cut, but did not clamp. The procedure was converted to a thoracotomy and tissue was oversewed by hand. Blood loss was reported as 30 ml and surgery time was extended by approx 40 minutes.